Manufacturer narrative:
Product event summary: the introducer was returned and analyzed, and shaft is distorted. The analyst noted that the introducer distortion was due to contact with distal end of introducer. Damaged during use.

Event description:
It was reported that during implant of the right atrial (ra) lead resistance was noted when advancing the introducer. The introducer was withdrawn and a split was noted. The patient experienced moderate bleeding. Another introducer was used to complete the procedure. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.